Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a major infection and was admitted on (B)(6) 2022 that was determined to be covid. While admitted, on (B)(6) 2022 the patient had active nasal, gum and cable exit bleeding due to warfarin overdose and antibiotic and non-steroid anti-inflammatory drugs. The patient was given blood products; (B)(4) units of packed red blood cells (prbc), (B)(4) units of fresh frozen plasma (ffp), (B)(4) units of cryoprecipitates, and antithrombotic medication was withheld. The patient passed away on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number (B)(6) , and the reported events could not be conclusively determined through this evaluation. The patient expired on (B)(6) 2022. The heartmate 3 lvad, serial number (B)(6) , was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 30jun2021. The heartmate 3 lvas IFU is currently available. Section 1 of this IFU lists bleeding, infection, and death as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. This document also provides information regarding anticoagulation, including recommended inr values. No further information provided. The manufacturer is closing the file on this event.